Manufacturer narrative:
(B)(4). Evaluation: results: stent embolism; device not returned for evaluation. Conclusion: device not returned for evaluation.

Event description:
The physician was attempting to deploy a 2.50 mm diameter x 12mm length micro driver rapid exchange (rx) bare metal stent in the left coronary artery of a pt. The stent became dislodged. The stent was removed and another stent was implanted. The second stent procedure was reported to be successful. No pt injury occurred and no clinical sequelae were reported.